Event description:
It was reported that a diagnostic anomaly resulting in a missing electrocardiogram was observed on the device. No intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.